Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed that the internal boards were not the original boards for the device, which is typically a result of the device being tampered with. The customer was contacted in an attempt to obtain the original boards for evaluation without response. Component root cause could not be firmly established due to the attempted repair of the device by the customer. The device was recertified and returned to the customer. No trend is associated with reports of this type.